Event description:
A journal article received entitled: lower limb malrotation following mipo technique of distal femoral and proximal tibial fractures. A prospective cohort study which evaluated the incidence of rotational malalignment in distal femoral and proximal tibial fractures using computed tomography (CT) scanograms following indirect reduction and internal fixation with the minimally invasive percutaneous osteosynthesis (mipo) technique. R. Buckley, k. Mohanty, d. Malish. Injury, int. J. Care injured 42 (2011) 194¿199 a total of 27 subjects of which were 14 postoperative distal femur fractures and 13 distal femurs that underwent CT scanograms. Three females and 11 males with an average age of 38.1 years sustained proximal tibia fractures and six females and seven males with an average age of 55.8 years sustained distal femur fractures. This complaint regards a (B)(6) male who had a right distal femur fracture that was stabilized with less invasive stabilization system (l.i.s.s) who had a rotational deformity of 8.0 degrees. This is report 1 of 2 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The initial complaint was reviewed and was found not reportable related to the fact that the device(s) are not noted to be synthes products: retracting the initial med watch filed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.